Manufacturer narrative:
The serial number of the customer's cobas pro ssu is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh v2 results from one patient sample tested on the cobas pro ssu. The initial result was reported outside of the laboratory. The physician questioned the result prompting the rerun of the patient sample. A new patient sample was also collected after two hours. The initial result of the initial sample was 8.12 miu/ml. The first repeat result of the initial sample was >100 miu/ml. The second repeat result of the initial sample was 122 miu/ml. This repeat result was deemed correct.  The result of the new sample was 94.9 miu/ml.

Manufacturer narrative:
The field applications specialist confirmed that the customer's calibration and qc were acceptable before the event. The field service engineer inspected the analyzer and could not find the event's cause. He verified that the probes/sippers had no issues and noted the analyzer was clean. He performed precision studies using qc levels 1 and 3 and patient-pooled serum with acceptable results. He confirmed the analyzer was performing within specifications. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.